Event description:
It was reported by service report that the warmer cassette was leaking. The cassette started leaking before usage when the pt was under anesthesia. The cassette started leaking as soon as the warmer was turned on. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Unit was not returned to MFR.